Event description:
It was reported in a service report that there was a broken pump pedal and the unit was leaking fluid. No adverse consequences were alleged.

Manufacturer narrative:
Result: maximum weight limit has been exceeded.